Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that right ventricular (rv) lead was being repositioned due to a dislodgment . During the revision the physician tried to extend the helix but after 50+ turns the helix would not extend. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.